Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found the xyz coordinates to the arm above the secondary rack needed adjustment. The customer tested the instrument after completing the assay run. The instrument was still in service.